Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 440 mg/dl. The customer treated high blood glucose level with insulin. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the sensor had calibration not accepted alert. The insulin pump will not be returned and the sensor will be returned for analysis.